Event description:
Total 2 inappropriate shock. While driving to pick up my niece from school, I received the first shock at 40 joules from my biotronik defibrillator. I got out of the car and received multiple shocks approximately every 10-15 minutes. The teachers and staff called 911. When the ambulance arrived, paramedics watched in horror as I received more shocks to my chest. On my way to the hospital I received more shocks to my chest. When I arrived at the hospital, the staff rushed me into a room where they gave me an IV and medications to relax my heart muscle. I experienced a total of 15 shocks on that day. I was hospitalized for 4 days. This was the third time my biotronik defibrillator misfired. The first time was in (B)(6) 2016. The second time was (B)(6) 2016, which that evening I experienced 4 shocks while conscious. The total number of inappropriate shocks that the biotronik representative could not explain each time, were 21 torturous shocks while I was conscious. I had the defibrillator turned off after the last incident on april (B)(6) 2016. Right lead vent - linox smart s dx 65/15 ref 365500, sn (B)(4) iforia 7 vr - t dx biotronik ref 390090, sn (B)(4) pid 56. Received multiple shocks from biotronik right vent lead on (B)(6) 2016, while driving. FDA safety report ID# (B)(4).